Event description:
The customer alleged they received questionable creatinine plus (crep) results on their p-module. The customer stated they were having issues with delta checks on crep and a patient report had to be corrected. The patient's sample was processed on their modular pre analytics system. The patient's initial crep result was 0.5 mg/dl and it was reported outside the laboratory. The sample was repeated on an integra 800 analyzer and the result was 1.03 mg/dl. The repeat result was considered correct. There were no adverse events. The customer stated there were two lots of crep r1 reagent onboard the analyzer at the time of the event and could not specify which was used for the initial results. The crep r1 reagent lots provided were lot number 69532601 with an expiration date of 10/31/2014 and lot number 69164601 with an expiration date of 08/31/2014. The crep r2 reagent lot number was 69157301 with an expiration date of 07/31/2014. The field service representative found r2 reagent delivery and reaction issues. He flushed the probes and tightened the fittings on the sample probe. He ran a precision check and the results were not within precision specifications. The field service representative later found problems with the r2 mechanism assembly. He replaced the r2 mechanism assembly and the sample probe assembly. He verified the precision run. The customer verified the quality control per the laboratory's quality control program.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.